Event description:
Four months after mentor silicone implants were placed, I began having problems walking due to pain in ankles and feet. A few months later, I began having memory problems, insomnia, and unexplained flushing and hot flashes that were not hormone related. My skin and eyes became very dry and my uterus would ulcerate due to damage from the dryness. Two years ago my hair started falling out, and I began to have vertigo so severe I could not walk without falling. It took six months to find the right combination of supplements to help enough that I can function and not fall down and care for my three young children. If I stop taking them the vertigo begins again. No drs can find anything wrong with my ears or brain nor thyroid. I plan to explant in a few months and hope that it helps end the unexplained hell that I have lived the last 5 years. I am not a person that goes to drs if I don't need to. I had never heard of breast implant illness until three weeks ago and a lightbulb went off in my head. So much frustration from my and my drs could have been avoided. Had I know that any of this was a possible outcome I would never have had implants in the first place.